Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient needed to have a MRI thus the patient underwent surgical intervention on (B)(6) 2017 where the inoperable cervical scs system was removed and replaced which resolved the issue. The patient stopped recharging his cervical ipg for an extended period of time and he never resumed recharging. Stimulation had been off approximately a year.